Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was no longer using catheters because they were very infected and wanted to wait until the infection cleared up. The patient also indicated that they were at the hospital having surgery. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.